Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was diabetic ketoacidosis and hypertension. The caller stated that the customer had uncontrollable blood glucose, kidney failure, and a stroke in the past. The caller did not know the customer's blood glucose at the time of death. The caller was not wearing the insulin pump at the time of death. The caller did not know for how long the customer had been off insulin pump therapy. The customer was not using sensors. The customer was not using a blood glucose meter. The caller stated that the customer received a replacement insulin pump but never used it; they were waiting for the customer to be released from the hospital, but she never made it out. The customer declined returning the insulin pump for analysis.